Manufacturer narrative:
Concomitant medical products: product ID: 377875, lot# v020525, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 377760, lot# v005235, implanted: (B)(6) 2006, product type: lead. Product ID: 37711aa, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that high impedance values were observed. It was noted that there was a loss of stimulation/therapeutic effect and stimulation in the wrong location. It was noted that the patient had two implantable neurostimulator systems, one for cervical/arm pain and the other for thoracic/leg pain. Both systems reportedly gave intermittent stimulation. Impedance checks showed high impedances on many contacts on both systems. It was noted that the devices remained implanted and were still in service. It was reported that the manufacturer¿s representative was able to reprogram around the high impedances and give the patient good coverage in the areas of pain. It was noted that the patient¿s status at the time of report was alive and sustaining no injury. If additional information is received, a supplemental report will be sent. Refer to manufacturer report # 3004209178-2013-21166 for other spinal cord stimulator system.